Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop kidney disease. The patient was hospitalized in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging the patient to develop kidney disease related to a CPAP device's sound abatement foam.the patient was hospitalized in response to the reported event. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Observed the following from internal and external inspection -found beige dust or dirt contaminate on the inner surfaces of the base and humidifier. The manufacturer visually inspected the blower box and did not come across any signs of sound abatement foam degradation or breakdown and located a small dark black circle of potential insect excrement contaminate in the rear panel channel. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There was no error found. The manufacturer concludes,that they could not confirm the customer complaint and they could not confirm the presence of degraded sound abatement foam as the investigation was limited due to the discovery of insect contamination and finds that contaminates located in this investigation were sourced from external environmental conditions.